Manufacturer narrative:
Follow-up information received on 18-dec-2015: attempts of follow-up were made with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant. The physicians could not see a heartbeat/ dead baby was taken out of her. She was told she was pregnant in tubes (seen as ectopic pregnancy) and needed a surgery where both her tubes and dead baby were taken out. The event ectopic pregnancy is listed in the reference safety information for essure and is serious due to its medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, considering the nature of the event ectopic pregnancy, a causal relationship with essure cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. Additionally, non-serious event was added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer was told procedure was successful and both tubes were blocked. She became pregnant the following year (please refer to case number (B)(4)) and gave birth to a beautiful health girl. Since having the procedure consumer had ovarian cyst time after time. Then, in 2014, she went to emergency room thinking she was having more and she was told she was pregnant. They could not see a heartbeat and said baby was (word not legible). She went back one more time as the pain was growing. Then went to her gynecologist at which point she was told she was pregnant in tubes and needed a surgery where both her tubes and dead baby were taken out. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant. The physicians could not see a heartbeat/ dead baby was taken out of her. She was told she was pregnant in tubes (seen as ectopic pregnancy) and needed a surgery where both her tubes and dead baby were taken out. The event ectopic pregnancy is listed in the reference safety information for essure and is serious due to its medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, considering the nature of the event ectopic pregnancy, a causal relationship with essure cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. Additionally, non-serious event was added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.